Event description:
The customer reported healthcare that the heartstart mrx failed self test with error message "ECG bias, processor pca auto-test". There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.